Event description:
It was initially reported on (B)(6)2009 that the patient was getting up 3-5 times a night to urinate. The following day, a loss of therapeutic effect was reported. The patient's device was reprogrammed, however, the patient's issue remained unresolved. Group changing to #3 at "2.3" was done, but was noted as being uncomfortable. Other group changing was tried as well, but issue still remained. The patient tried to increase stimulation, but had reached the upper limit in group 4 at 2.8 amps. The patient continued to report the loss of therapeutic effect up through (B)(6)2010, of which they noted they were waking up 6-7 times a night to urinate, where as the night before, it was only twice. The patient was not feeling stimulation at all. On (B)(6)2010, it was noted that the patient had visited their physician many times for successful device reprogramming. The patient also noted he had surgery in order to fix his device system issue in (B)(6) 2009. Details of the surgical procedure were not provided. The patient continued to have had problems with their system. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4)